Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked dso. The tamper seal was not broken. Review of the event history log (ehl) showed error 41622. A functional test was performed and the reported issue was duplicated. The device exhibited error 41622 during testing. The cause of the reported issue was due to the optical sensor. As a result, the optical sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(4). B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was faulty" and exhibited an error code 41622'. It is unknown if there was patient involvement, no adverse patient effects were reported.